Event description:
Additional information was received from the health care professional indicating that the catheter surgery that was performed on (B)(6) 2015 helped resolve the issue about catheter being wrapped around the patient's pump and therapy issues

Event description:
Additional information received from company representative. It was reported that since (B)(6), the patient's healthcare professional has been trying to get the patient in for surgery because of their therapy issues. The patient wasn't getting their boluses because the catheter was wrapped around the pump. They were working to fix the patient's therapy issues. Additional follow-up was requested for outcome. Should additional be received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
On 2015-10-28, information was received from the patient's managing physician regarding a patient who was receiving hydromorphone (10 mg/ml) at 3.35 mg/d and clonidine (200 ug/ml) at 67 ug/d via an implantable pump. Indications for use included non-malignant pain. On (B)(6) 2015 (reported as "about 3 weeks ago," as of (B)(6) 2015), the patient was treated for sudden onset of flu-like symptoms; the managing physician suspected that those were withdrawal symptoms. A volume discrepancy was reported in which the expected residual volume (erv) was "4," and the actual residual volume (arv) was "25." The discrepancy was not due to a pocket fill or programming error, the refill was not the first refill after an implant or revision, and logs were normal. On (B)(6) 2015, a catheter dye study was attempted, but was discontinued as no cerebrospinal fluid (csf) was aspirated. According to the managing physician, the cause of the volume discrepancy was a probable catheter occlusion (kink/knot) from pump movement in serosal fluid. The patient was to be referred for catheter revision and pump site revision.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-11, additional information was received from a healthcare provider (hcp) and a consumer, via a company representative. Concomitant medications were unable to be obtained and the patient's medical history was reported as "none." On approximately (B)(6) 2015, the patient had withdrawal symptoms and increased pain and went in to see their primary pain physician; according to pump logs (examined on (B)(6) 2015 at 07:52), there was also a prescription change on that date. The hcp was able to draw out medication from the pump, but it did not match what the 8840 (clinician programmer) read. The patient was refilled and sent to a surgeon to see about possible replacement of the pump or catheter. A catheter dye study was attempted by the primary hcp, but they were unable to pull anything back from the catheter access port (cap); the date of the dye study was reported as unknown (previously reported as (B)(6) 2015). On (B)(6) 2015 (according to pump logs examined on (B)(6) 2015 at 07:52), the patient had a prescription change an refill. On (B)(6) 2015 (according to pump logs examined on (B)(6) 2015 at 07:52), the patient had their most recent prescription change and refill; at the time of pump examination, the pump was being used to deliver dilaudid (10 mg/ml) at 4.996 mg/day and clonidine (200 mcg/ml) at 99.93 mcg/day; patient assisted (pa) boluses were enabled. On (B)(6) 2015, according to a company representative, the actual reservoir volume (arv) was greater than the expected reservoir volume (erv) at the previous two refills; the magnitude of the discrepancy was not reported (previously reported as erv "4" and arv "25" at the refill on (B)(6) 2015). On (B)(6) 2015, while preparing for a catheter revision/replacement that day, the arv was 40 ml (the reservoir volume injected at the previous refill), indicating no drug had been delivered at all; the erv was unknown. No pocket fill was suspected and the discrepancy was not the result of a programming error. The patient was taken to the operating room (or) for a catheter or pump revision. When the pump pocket was opened, there was fluid in the pocket (previously reported as serosal fluid) and the catheter was twisted on itself multiple times. The pump segment that was twisted and curled onto itself (27.9 cm) and was cut at the connector and replaced with a new pump segment connector. The catheter segment was discarded by the customer. The pump was tested on the back table to check to see if there was any problem with the pump; the pump flowed without any problems. The pump was reconnected to the catheter and the cap was aspirated for 1-2 ml of cerebrospinal fluid (csf). The pump was tied down to all four suture loops and placed back in the body. The pump was reprogrammed by the hcp. As of (B)(6) 2015, the pump remained implanted and in service, the issue was resolved, the patient status was reported as "alive - no injury," and the hcp had no further information. See manufacturer's report number 3004209178-2015-23006 for reports of pump movement referenced in this devices initial report.